Event description:
The patient reported a possible allergic reaction after her third shot in a series of orthovisc injections into her right knee which became very itchy. The patient contacted her physician who stated she was not having a reaction and referred her to speak to her orthopedic doctor. Updated (B)(4) 2013: after the third injection (right knee), the patient began to have itching and red blotches in the injection area and arms. The patient reported the doctor used a topical solution before the injection (name unknown) she contacted her pcp who prescribed her a pill, hydroxene (sp), 25mg, cream triaminolone. Updated (B)(4) 2013: the patient reported that the itchiness and redness have improved.

Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.